Manufacturer narrative:
A service history evaluation/review was performed. The investigation of the complaint articles has shown that the customer reported the end cap had some damaged area on the grooves in one of the prongs that screws in. The repair technician reported the replacement alignment was damaged. Worn out parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on (B)(6) 2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 357.372 lot number 7063174 helical blade inserter was likely caused by rough handling during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.372 helical blade inserter is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported that the alignment indicator was damaged. This condition is confirmed; the alignment indicator spins freely around the axis of the device if a small amount of pressure is applied. It is likely that significant hammering or other rough handling during surgery has led to this complaint condition. The device was manufactured in october 2012 and is over three years old. The balance of the returned device is in otherwise fairly good condition showing only mild wear along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device is an instrument and was not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Original date of event unknown. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review was attempted on: part no. (B)(4), lot no. Unknown. Service history review: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 24-oct-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A review of the service & repair history has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented the helical blade inserter end cap (alignment indicator) has some damaged areas on the grooves on one of the prongs that screw in, making it rough to tap in the helical blade. This malfunction occured several years ago and the surgeon stopped using the set. There is no patient or surgical delay information available. There is no additional information available. This report is 1 of 1 for com-(B)(4).